Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump delivered inaccurately. There was no indication that the product caused or contributed to an adverse event. No additional information was provided with this complaint. Customer technical support has made multiple attempts to contact the reporter in follow-up; however, no further information was provided. If additional information is obtained, a follow-up report will be submitted. This complaint is being reported because there is an allegation against the delivery function of the pump.